Manufacturer narrative:
The reported event of failure to capture was not confirmed. A complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examinations of the lead did not find any anomalies except for procedural damage.

Event description:
The malfunctioned lead was right ventricular (rv) lead.

Event description:
It was reported that patient presented for scheduled procedure. During procedure, it was noted that lead exhibited failure to capture. The lead was ultimately not used and replaced with new lead. Patient condition was stable.